Event description:
During an arthroscopic rotator cuff repair the surgeon worked the needle a few times outside the patient so it could get its memory. Once they removed the instrument from the patient, the upper jaw broke free. The surgeon did not have another elite instrument therefore switched to a mini-open procedure which lengthened the case by 45-minutes. Sales rep said the surgeon now believes he may have seen a spec or fleck of metal on the patient's x-ray but couldn't be certain. It was confirmed that the issue will not be pursued further unless the patient complains going forward. The surgeon believes if there is a spec or fleck of metal it is so small that there should not be any ramifications.